Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery four months post implantation due to hip dislocation. Stem, head and liner were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ 32mm i.d. Size hh neutral liner use with 50mm o.d. Size hh shell; item# 00885100932 , lot# 65468744. Tprlc 133 mp t1 pps so 5x95mm; item# 51-108050 , lot# 6086054. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.